Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was producing multiple no delivery alarms. It was reported that the alarms occur when the reservoir gets to half full. The blood glucose levels were unknown. After trouble shoot, it was discovered that due to the customer reusing the reservoir more than the recommended amount, the alarms began.